Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, mildly tortuous left anterior descending artery (lad) lesion with 75% pre stenosis. A 2.00 x 15mm mini trek balloon dilatation catheter (bdc) was prepared without isssue. The bdc was advanced to the lesion site, where slight resistance was felt with the anatomy. The first inflation at 8 atmospheres(atm) was successful, however, during the second inflation at 10 atm, the balloon ruptured. Therefore, the procedure was completed with a 2.0x10mm balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the initial inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.